Event description:
I had felt myself getting sicker and sicker. I had tons of tests. 16 vials of blood, three ultrasounds, a colonoscopy. I was finally diagnosed with breast implant illness and capsular contracture. I have swollen lymph nodes near the breast, 2 small tumors in my right breast. The illness has triggered an auto immune response in my body including low liver function (causing daily nausea and stomach pains, rectal bleeding and an ibs diagnosis, low carbon dioxide levels which is causing kidney issues, extremely elevated estrogen levels, zero cortisol and adrenal gland failure equating to chronic fatigue. Inflammation markers and sudden extreme food reactions to gluten, dairy, eggs, soy, peanuts and almonds. Severe reactions to: casein, cheddar cheese, cow's milk, mozzarella cheese, whey, yogurt, gliadin, wheat gluten, whole wheat, egg white, peanut, meat glue. FDA safety report ID # (B)(4).